Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a breach in aseptic technique described as touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as touch contamination, the patient attempted to fix the catheter himself. The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available at this time.